Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision stryker biolox head. Explanted tritanium primary cup. Replaced with competitor cup.

Manufacturer narrative:
An event regarding revision involving an tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: consultation with material analysis engineer indicated that the scratches seen on the inner section of the shell and some indentation on the lip appeared to be damages during explantation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Revision stryker biolox head. Explanted tritanium primary cup. Replaced with competitor cup.